Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead was over-sensing noise and was switched to an asynchronous pacing mode. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.